Event description:
The patient reported elevated blood glucose readings of 39 mmol/l (702 mg/dl) and 23 mmol/l (414 mg/dl). She stated she had no symptoms and treated her readings by bolusing through injections. She said this occurred yesterday when she switched to this insulin infusion device. She said the device is not properly delivering insulin. The patient stated she did not receive any alarms or error messages on the device. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.